Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition related to the sensor board. The device was not in patient use. The device's sensor board needs to be replaced to address the issue. The customer is not returning the device for evaluation.